Event description:
A falsely low total protein result was obtained on a patient urine sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated for total protein on an alternate analyzer, recovering higher. The higher result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due the falsely low total protein result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) that were processed on the day of the event shifted lower in comparison to earlier qc results. By reviewing instrument files, siemens determined the customer performed a routine lamp change procedure and completed a method recalibration, but it is unknown if any additional actions were completed by the customer. The customer reported that qc is now recovering within range. Based on the available information, the cause of the discordant result is related to a method shift promoted either by a hardware component or the lot calibration. The analyzer performing according to specifications. No further evaluation of this device is required.